Event description:
It was reported that a chemoclave¿ bag spike w/port, dry spike was found to have been contaminated with foreign particulate matter during an oncology drug study. The customer reported that when connecting the pump system (fresenius) to the chemoclave, a plastic particle appeared in the priming chamber. This happened twice on the same day with different pump system sets, and at that point, the study was halted. A recall of the batch currently in storage has been requested. They have sterile samples of two pump systems and one chemoclave to be sent for quality evaluation. The status of the product at the time of the event was during priming of the fresenius pump system. The delay was only the time of priming the line; when the plastic particle was detected in the chamber, they didn't start the treatment. This is event one of two similar events.

Manufacturer narrative:
A series of photos were shared to ICU medical for evaluation, an unknown white particulate is observed to be floating inside the drip chamber, no additional damage or anomalies are observed on the photos. One new list # 011-ch-12, chemoclave¿ bag spike w/port, dry spike and two new list # unknown, infusion fresenius sets were returned for evaluation. As received, the brand-new ICU medical set # 011-ch-12 was visually inspected and no damage or anomalies were observed. The complaint of particulate matter can be confirmed based on the photos shared by customer. However, without the returned used physical sample and mating device for evaluation, the probable cause of the particulate cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.